Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the telephone monitor did not show any pacing artifact, so the patient was brought in to the office, where it was noted that there was no magnet response and no telemetry. The device was to be scheduled for changeout. No patient complications have been reported as a result of this event.